Manufacturer narrative:
The airpal device uses a cushion of air to facilitate lateral movement of patients. Prior to transfer, a patient should be placed on a deflated transferpad using a patient-appropriate method. The transfer pad can be inflated with the patient positioned centrally and secured with straps. After the transfer is completed the airpal® transferpad should be removed. The customer was trained of using the device by the distributor in june 2021. The user manuals were provided to the customer's education department. The user manual for airpal includes the following information related to the patient transfer and their position on the device during use: "to ensure the safest and most efficient transfer, the patient should be on the center of the transferpad. If the patient is off to one side, repositioning of the transfer pad will be necessary." "After transfers are complete, the airpal® transferpad should be removed, cleaned and returned to the designated storage area." The use manual states also that the airpal glides differently depending on the surface: ¿the harder and smoother the surface, the easier the airpal transferpad glides. It is therefore necessary to use caution when transferring onto such surfaces (¿), to prevent the patient from travelling too far¿. Arjo device was placed under a patient when the event occurred and from that perspective it played a role in the event. There was no report of device technical malfunction. This complaint is deemed reportable in abundance of caution due to risk of a patient fall from the device.

Event description:
Following the information provided in the user-facility medwatch report number (B)(4), a caregiver was assisting the patient with mobility issues to sit at the edge of the bed. When the patient swung his legs to the side, the airpal started slipping off the edge of the bed together with the patient and a bedsheet. The patient could stand and the airpal device could be removed. There was no indication of an injury. At the time of the even the airpal was not inflated. There was no report of a technical device failure.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Following the information provided, the airpal started slipping off the edge of the bed while patient was sitting on it. He did have enough strength to stand so the mattress could be removed. There is no indication of any injury.